Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this ra lead was capped/abandoned on (B)(6) 2020 due to loss of capture with no asystole noted. This patients atrial lead had no capture and had noise episodes in logbook labeled atr, as well as impedances have been steadily rising to 1948 ohms today. Patient was occluded in l subclavian so had to move new entire ppm system to right side. Atrial lead replacement but left side occluded so moved entire system to right side. No adverse events seen.